Event description:
It was reported that during routine maintenance, the cs100 intra-aortic balloon pump (iabp) battery could not be charged. There was no personal injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during routine maintenance, the cs100 intra-aortic balloon pump (iabp) battery could not be charged. There was no patient involved and no personal injury reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site tel. No.): (B)(6). A getinge field service engineer (fse) went to the user's site and confirmed that the battery could not be charged due to its old age. The battery needed to be replaced. Fse gave the user a quote, but the customer later said he wanted to repair it himself. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective "battery', the customer informed us that the repair will be completed by themselves. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.